Manufacturer narrative:
The reported event of guidewire was jammed was confirmed. As received, a complete lead with the guidewire stuck inside the lead was returned in one piece for analysis. The guidewire was unable to remove from the lead. X-ray and visual inspection found the inner coil to be offset at the connector and s-curve regions. The cause of the reported event was isolated to the damaged coil found on the lead which is consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, the guidewire could not be removed from the body of the lv lead. The lv lead was explanted and a different lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.